Event description:
It was reported that an individual using the ilet experienced hyperglycemia, with a reported blood glucose of 336 mg/dl and a high reading noted as the highest that day, after having been off the pump for over a month and recently reconnecting to it. Symptoms included elevated blood glucose. Outcomes included no alerts or alarms and completion of troubleshooting and education. Investigation included review of device use and patient-reported history. Investigation of this case revealed no device alarms and no specific device malfunction identified, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.